Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant, the right ventricular (rv) exhibited pacing failure lead. Follow up check, via x-ray image revealed no dislocation was observed at the rv lead tip. Rv lead revision procedure was scheduled for same day. Later in the day, rv lead pacing failure occurred again, and patient complained of chest pain when pacing was turned on. A computerized tomography (CT) scan revealed halation, with apparent indication the lead tip, was outside the epicardium. Evaluation also noted that the ipl had migrated to approximately 3 centimeters away from the apex. Echocardiography confirmed no cardiac tamponade was present. Thoracotomy was performed to explant the rv lead and position a new rv lead. No further patient complications have been reported as a result of this event.